Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: focus did not adjust, zoom operation was jerky. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was traced to component failure. In addition, the cause of the issues in which the focus did not adjust and the zoom operation was jerky was also traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had been out of focus. The issue was found during a reprocessing. There were no reports of patient involvement.